Manufacturer narrative:
The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system was used during a retropubic sling procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the blue covering of the trocar came loose. The procedure was completed with another lynx system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Should additional relevant details become available; a supplemental report will be submitted.